Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-29 h6: investigation summary bd received 1 sample for investigation. The sample was evaluated by visual examination and no defects were observed that could cause the cap to fall off the syringe. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective hub as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported when using the bd preset¿ eclipse¿ there was blood splatter/leakage or other sample leakage from device. The following information was provided by the initial reporter: translated to english. The customer stated: "the gas syringe has been capped with the green cap provided for this purpose. The syringe was opened and the blood was spilled into the delivery capsule. The syringe was then transferred to the soiled laboratory, where the syringe was capped with plaster to reinforce the cap."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd preset¿ eclipse¿ there was blood splatter/leakage or other sample leakage from device. The following information was provided by the initial reporter: translated to english. The customer stated: "the gas syringe has been capped with the green cap provided for this purpose. The syringe was opened and the blood was spilled into the delivery capsule. The syringe was then transferred to the soiled laboratory, where the syringe was capped with plaster to reinforce the cap."